Event description:
It was reported that a user called because the ilet interface would not accept a ¿yes¿ response during setup, and the agent guided a phone restart that restored normal function and enabled completion of the ilet setup. Symptoms included no clinical effects. Outcomes included no impact on health and no medical interventions. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a restart, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface software behavior that was corrected by a reboot.